Event description:
According to the reporter, during use, there was a crack noted on the arterial extension tube near the adapter. It was also stated that there was a leakage. It was said that the patient was not on a treatment when the event happened. The catheter was removed and was replaced (reinsertion) with a new one as medical intervention/treatment provided due to the event. Nothing unusual observed prior to use. The catheter was not repaired. Tego was not utilized. There was no luer adapter issue. No cleaning agent was used on the device but alcohol was typically utilized to clean the adapters and was allowed to dry thoroughly prior to applying ointment to the area. The insertion site was treated with iodophor disinfection prior to product placement. No flushing was done prior to use and no other products were being utilized with the device. The clamps were moved to a new location after each treatment. There was no blood loss and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a disconnection in the extension tube which led to a leak. Functional testing found the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected at the connection of the extension tube on the blue port side. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair performance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, there was a crack noted on the arterial extension tube near the adapter. It was also stated that there was a leakage. It was said that the patient was not on a treatment when the event happened. The catheter was removed and was replaced (reinsertion) with a new one as medical intervention/treatment provided due to the event. Nothing unusual observed prior to use. The catheter was not repaired. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. Alcohol was typically utilized to clean the adapters. The insertion site was treated with iodophor disinfection prior to product placement. No flushing was done prior to use and no other products were being utilized with the device. The clamps were moved to a new location after each treatment. There was no blood loss and no blood transfusion was required. There was no reported patient injury.